Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump had a button error. The buttons are unresponsive. Replacing the battery did not resolve the issue. The buttons were not pressed for longer than three minutes. The device was not bumped or dropped. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.